Event description:
Patient presented for trauma chest/abdomen/pelvis CT(computed tomography. IV(intravenous) prepped for contrast. Upon testing of IV w/saline, air was noted in line. Line was disconnected, purged and reconnected. Exam completed with contrast. Upon review of images, air was noted in vessels and heart. After inspection of the syringe, it was noted to have a defect so as not to allow the tubing to seat to the syringe properly, despite the fact that it appeared seated, allowing for air to be injected into the patient's vessel.